Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00293 and 1819470-2016-00295, since there is more than one device implicated.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: 3356242. This spontaneous case, reported by a consumer who contacted the company to report product complaints and adverse events, with additional information from the initial reporter, concerns a (B)(6) female patient of unknown origin. Medical history included diabetes since (B)(6) 2015 (conflicting date of (B)(6) 2015 reported nov2016). Concomitant medications were not reported. The patient began using insulin lispro (rdna origin) injections (humalog) and human insulin isophane suspension (rdna origin) injections (humulin n) from a cartridge, via reusable pens (humapen savvio and humapen luxura) while hospitalized, beginning on (B)(6) 2015 (conflicting date of (B)(6) 2015 reported nov2016); the dosage regimen, route of administration and indication for use were not provided. The patient was released from the hospital about 5 days later. The humapen savvios required a lot more force to push down to zero (humapen savvio pink complaint 3356241/batch1401v01, humapen savvio green complaint 3356242/batch 1406v07, humapen savvio red complaint 3379488/ batch unknown ). Approximately 3 months after beginning insulin lispro and human insulin isophane suspension, she had vision problems. She was not seeing well and had blurring vision because of hyperglycemia, probably because she was not getting the right insulin dose due to her pens not working properly. She was subsequently hospitalized due to hyperglycemia. The patient remained hospitalized for 20 days, as her sugar level was brought down from 46-47 (units not provided) to 15 (units not provided). During hospitalization the patient was switched from humapen savvio to humapen memoir. Hospital staff tested the savvio and memoir pens in a bucket and noticed that the amount of insulin released was not the same for the two pens. Her vision was restored, and her blood glucose was down to 7 (units not provided) upon discharge. Information regarding corrective treatment and insulin lispro and insulin isophane suspension treatments status was not reported. She was discharged with the humapen memoir. No information regarding continued use of the humapen luxura was provided. The operator of the humapen savvios and his/her training status was not reported. The general duration of use of the humapen savvios and the duration of use of the suspect humapen savvios were not reported but they started on (B)(6) 2015. The reporting consumer did not provide any opinion of relatedness between the events and the treatment with insulin lispro, human insulin isophane suspension treatments and humapens. Update 30-jul-2015: initial and follow up information received on 10-jul-2015 and on 26-apr-2013 respectively, were entered at the same time. Edit 30-may-2016: accepted pc 3379488 as appropriate and added pc number to narrative. No additional changes performed to the case. Update 02-sep-2016: additional information received on 30-aug-2016 from the initial reporter. This case was upgraded due to the event of incorrect dose administered. Added a humapen memoir as concomitant device. EU/ca fields, events of vision problems and incorrect dose administered and device paragraph were updated. Narrative and fields were updated accordingly. Edit 30-sep-2016: upon internal review from information received on 30-aug-2016. Description as reported for the event of incorrect dose administered was changed from no adverse (nae) event to serious adverse event, hospitalization (sae). No other changes were performed. Update 03-nov-2016: additional information received from consumer reporter 02-nov-2016. Added serious hyperglycemia event. Updated description of incorrect dose event and removed serious indicator. Added glucose laboratory values. Updated narrative with details regarding hospitalization, laboratory values, and reason for vision problems. Upon internal review, added suspect humapen luxura, removed concomitant humapen memoir, and combined two vision events into a single vision event. Update 07-nov-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 18jan2017 in describe event or problem. No further follow up is planned. This report is associated with 1819470-2016-00293 and 1819470-2016-00295, since there is more than one device implicated. Evaluation summary a female patient reported that her humapen savvio device "required a lot more force to push down to zero" and the device was not accurate. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy or injection force high. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report product complaints and adverse events, with additional information from the initial reporter, concerns a (B)(6) female patient of unknown origin. Medical history included diabetes since (B)(6) 2015 (conflicting date of (B)(6) 2015 reported nov2016). Concomitant medications were not reported. The patient began using insulin lispro (rdna origin) injections (humalog) and human insulin isophane suspension (rdna origin) injections (humulin n) from a cartridge, via reusable pens (humapen savvio and humapen luxura) while hospitalized, beginning on (B)(6) 2015 (conflicting date of (B)(6) 2015 reported nov2016); the dosage regimen, route of administration and indication for use were not provided. The patient was released from the hospital about 5 days later. The humapen savvios required a lot more force to push down to zero (humapen savvio pink (B)(4)/batch(B)(4), humapen savvio green (B)(4)/batch (B)(4), humapen savvio red (B)(4)/ batch unknown ). Approximately 3 months after beginning insulin lispro and human insulin isophane suspension, she had vision problems. She was not seeing well and had blurring vision because of hyperglycemia, probably because she was not getting the right insulin dose due to her pens not working properly. She was subsequently hospitalized due to hyperglycemia. The patient remained hospitalized for 20 days, as her sugar level was brought down from 46-47 (units not provided) to 15 (units not provided). During hospitalization the patient was switched from humapen savvio to humapen memoir. Hospital staff tested the savvio and memoir pens in a bucket and noticed that the amount of insulin released was not the same for the two pens. Her vision was restored, and her blood glucose was down to 7 (units not provided) upon discharge. Information regarding corrective treatment and insulin lispro and insulin isophane suspension treatments status was not reported. She was discharged with the humapen memoir. No information regarding continued use of the humapen luxura was provided. The operator of the humapen savvios and his/her training status was not reported. The general duration of use of the humapen savvios and the duration of use of the suspect humapen savvios were not reported but they started on (B)(6) 2015. The devices were not returned. The reporting consumer did not provide any opinion of relatedness between the events and the treatment with insulin lispro, human insulin isophane suspension treatments and humapens. Update 30-jul-2015: initial and follow up information received on 10-jul-2015 and on 26-apr-2013 respectively, were entered at the same time. Edit 30-may-2016: accepted pc 3379488 as appropriate and added pc number to narrative. No additional changes performed to the case. Update 02-sep-2016: additional information received on 30-aug-2016 from the initial reporter. This case was upgraded due to the event of incorrect dose administered. Added a humapen memoir as concomitant device. EU/ca fields, events of vision problems and incorrect dose administered and device paragraph were updated. Narrative and fields were updated accordingly. Edit 30-sep-2016: upon internal review from information received on 30-aug-2016. Description as reported for the event of incorrect dose administered was changed from no adverse (nae) event to serious adverse event, hospitalization (sae). No other changes were performed. Update 03-nov-2016: additional information received from consumer reporter 02-nov-2016. Added serious hyperglycemia event. Updated description of incorrect dose event and removed serious indicator. Added glucose laboratory values. Updated narrative with details regarding hospitalization, laboratory values, and reason for vision problems. Upon internal review, added suspect humapen luxura, removed concomitant humapen memoir, and combined two vision events into a single vision event. Update 07-nov-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 13-jan-2017: additional information received on 12-jan2017 from the global product complaint database added the device specific safety summaries for the three savvio devices and manufactured dates of the devices; added the devices were not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 18jan2017: additional information received on 17jan2017 from the global product complaint database added the device specific safety summaries and the medwatch fields for the devices associated with (B)(4).